Manufacturer narrative:
(B)(4).

Event description:
Compatibility guidelines were requested for MRI. There was no suspected problem with the manufacturer device or therapy. Patient states she needs an MRI on her lumbar and MRI facility does not want to do MRI with implant. Patient reports MRI was not related to implant. Patient asked if patient with a prolapsed bladder gets the implant because that was what she had and she should not have gotten implant. Patient states no one told her about MRI information. Patient reports the implant haven't worked for over a year and hcp (healthcare provider) does not know anything about implant. Event date was 2014. Additional information received from the healthcare provider reports the patient had back pain and a lumbar scan was requested. Caller doesn't have any other information, with regards events related to patient's device. Symptoms reported was pain in back. Event date was unknown. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from hcp regarding implant not working and patient's back pain. Follow will be submitted if additional information is received.